Manufacturer narrative:
(B)(4). The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental MDR will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.

Event description:
It was reported to boston scientific corporation that an excelon transbronchial aspiration needle device was used in the patient's bronchus during a transbronchial needle aspiration (tbna) procedure performed in (B)(6) 2015. According to the complainant, during the third pass with the needle, the needle was noted to be bent. The needle was straightened using the end of the scope and was successfully removed from the patient through the scope. The procedure was completed with another excelon transbronchial aspiration needle device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Visual and functional analysis of the returned excelon tbna needle did not reveal any issues consistent with the reported complaint incident that the needle was bent; the needle was extended when received, the tip of the needle was sharp and pointy, and the needle was not bent. However, the analysis did reveal that the working length was kinked at 4.3 cm from the distal end of the sheath, and that the needle was difficult to extend and retract due to this kink. During manufacturing, these devices are 100% inspected for functionality and integrity. Therefore, the kink in the working length was likely caused by anatomical or operational factors encountered during the procedure, and "operational context" is the most probable root cause for this failure. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an excelon transbronchial aspiration needle device was used in the patient's bronchus during a transbronchial needle aspiration (tbna) procedure performed in (B)(6) 2015. According to the complainant, during the third pass with the needle, the needle was noted to be bent. The needle was straightened using the end of the scope and was successfully removed from the patient through the scope. The procedure was completed with another excelon transbronchial aspiration needle device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.